Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2021 with a blood glucose of over 400 mg/dl. The customer was in the intensive care unit. The customer's blood glucose levels were 507 mg/dl, 496 mg/dl and their current blood glucose level was 117 mg/dl. The customer was treated with an insulin pump and intravenous insulin drip. The customer experienced symptoms such as nausea, vomiting, breathing difficulty, and body pain. The auto mode was active at the time of the incident. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. The insulin pump will not be returned for analysis.